Event description:
Customer reported the system shuts down on its own. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced a 62 pin connector. System operates as intended.